Event description:
The report received from the affiliate states that during coronary artery stenting, the stent dislodged from the balloon and could not be retrieved. The patient is a (B)(6) male. The target lesion was ostial left anterior descending artery (lad). The characteristics of the vessel are unknown. The product looked normal when taken from its packaging and there was no difficulty prepping the device. The operator decided to use a "szabo" technique for this case. It was noted that there was some difficulty accessing the lesion with a guidewire as the take-off of the lad is 90% from the left main (lmca), making it difficult to enter the lad. During the procedure he realized that the stent became dislodged from the balloon. The balloon was inflated before the stent actually advanced into the guide catheter. The operator got some resistance in the guide catheter itself, but he continued the procedure. So, when the stent reached at the lesion sight he found the stent was dislodged from the balloon and was hanging out in the lmca and left circumflex (lcx). The physician could not retrieve the stent from the vessel so finally he crushed the stent with the same delivery system balloon to bail out the patient. The crushed stent is hanging between distal lmca to the first obtuse marginal (om1). The target lesion was successfully treated with another device. There was no reported injury to the patient.

Manufacturer narrative:
The complaint received states that during coronary artery stenting, the stent dislodged from the sds balloon and had inaccurate placement. The patient is a (B)(6) male. The target lesion was ostial left anterior descending artery (lad). The characteristics of the vessel are unknown. The product looked normal when taken from its packaging and there was no difficulty prepping the device. The operator decided to use a 'szabo' technique for this case. It was noted that there was some difficulty accessing the lesion with a guidewire as the take off of the lad is 90% from the left main (lmca), making it difficult to enter the lad. During the procedure he realized that the stent became dislodged from the balloon. The balloon was inflated before the stent actually advanced into the guide catheter. The operator got some resistance in the guide catheter itself, but he continued the procedure. So, when the stent reached at the lesion sight he found the stent was dislodged from the balloon and was hanging out in the lmca and left circumflex (lcx). The physician could not retrieve the stent from the vessel so finally he crushed the stent with the same delivery system balloon to bail out the patient. The crushed stent is hanging between distal lmca to the first obtuse marginal (om1). The target lesion was successfully treated with another device. There was no reported injury to the patient. The device was not returned for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The device was not returned for analysis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported event.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date . Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during coronary artery stenting, the stent dislodged from the sds balloon and had inaccurate placement. The patient is a (B)(6) male. The target lesion was ostial left anterior descending artery (lad). The characteristics of the vessel are unknown. The product looked normal when taken from its packaging and there was no difficulty prepping the device. The operator decided to use a "szabo" technique for this case. It was noted that there was some difficulty accessing the lesion with a guidewire as the take-off of the lad is 90% from the left main (lmca), making it difficult to enter the lad. During the procedure he realized that the stent became dislodged from the balloon. The balloon was inflated before the stent actually advanced into the guide catheter. The operator got some resistance in the guide catheter itself, but he continued the procedure. So, when the stent reached at the lesion sight he found the stent was dislodged from the balloon and was hanging out in the lmca and left circumflex (lcx). The physician could not retrieve the stent from the vessel so finally he crushed the stent with the same delivery system balloon to bail out the patient. The crushed stent is hanging between distal lmca to the first obtuse marginal (om1). The target lesion was successfully treated with another device. There was no reported injury to the patient. One non sterile cypher select + 3.00x18 mm was received coiled inside a plastic bag. Seven kinks were found at 11.1 cm, 11.3 cm, 11.5 cm, 17.8 cm, 18.2 cm, 18.3 cm and 19.1 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was not received. The balloon was inflated. The crimping and bumping marks could be observed in the balloon. Blood residues could be observed. No other damages were found. During analysis crimping and bumping marks were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures could not be confirmed since the unit was already inflated and the stent was not received. The exact cause of the failures experienced by the customer could not be determined. It is likely that procedural factors could contribute with the reported issue. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported event.